Event description:
Medtronic received information that during the priming phase, this affinity oxygenator was leaking at the heat exchanger and recirculation line. The device was changed out with no patient affect reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Performance testing confirmed a leak from the hex seam. The device was submerged under water and air was applied; a couple of leaks were observed in the corners. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis results, the reported clinical observation was confirmed. Analysis revealed the location of the leak was at the intersection of the side seam and water diverter which allowed fluid to leak to the atmosphere. Microscopic examination did not reveal the root cause of the leak. A void may have formed in the urethane potting material or there may have been urethane separation on the bellows collar and/or water diverter. (B)(6). (B)(4).